Event description:
This senior medical surveillance specialist spoke with the patient/layperson regarding his call to customer service in 2009. The patient had complained that his meter would not run on. A week earlier, the meter prompted low battery. Although it powered on with the power button, the patient did not have test strips with him to troubleshoot further with the cca. The patient confirmed and clarified the following for this specialist. Approximately six days prior, in the morning, the patient attempted to test; however, the meter would not turn on. The following day, the patient became shaky, but was unable to test his blood glucose due to the alleged issue. The patient self-treated with food and felt better. Although he did not test for 6-7 days, he continued taking his 850 mg metformin and his glipizide. Because the meter turned on for the cca, the patient reportedly elected to attempt to test later before having it replaced. Although the meter now functions, the patient plans to replace the battery. Because the patient alleged the meter would not turn on and the following day, he had a symptom that meets criteria for serious injury, the complaint is reported.